Event description:
It was reported that a patient was taken to the or to perform a thermal ablation procedure in 2007. The surgeon reported that the patient's uterus was retroverted with a "band" present in the cervix. The surgeon reported that he experienced difficulty entering the uterine cavity upon sounding and dilation, as well as during his attempt to do a hysteroscopy. He decided not to hysteroscope and moved to the thermal ablation procedure. The surgeon primed and lubricated the balloon and upon attempting to insert the catheter, discovered that the uterus had been perforated. He moved to a laparoscopic procedure immediately to assess the extent of the perforation and bleeding. A small perforation was visible laparoscopically. The surgeon treated the site of perforation with both cautery and an injection of vasopressin which stopped the bleeding. He admitted the patient to monitor overnight and ordered prophylactic antibiotics. The patient was discharged home the following day. The surgeon opines that the scar from the cesarean section was a possible contributor to the event.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.